Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15900. It was reported that the patient presented with a right ventricular lead with high thresholds. The lead was explanted and replaced. During the procedure, it was noted that the right atrial lead had an insulation breach, and blood under the insulation. The lead was explanted and replaced. The patient presented with good results post procedure.